Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the procedure, the device failed to fire while being use on the patient." The patient's current condition is unknown at this time.